Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain/discomfort at their drg ipg site. As a result, the patient plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3214, scs lead, therapy date: unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03371. Additional information received revealed the patient's drg ipg was explanted and replaced (with a different model ipg). The doctor also explanted the remaining portion of an scs lead from a previous scs system.